Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged the day after. The implanting physician decided to wait for three weeks before re-evaluating the patient due to the patient¿s poor health. According to additional information received from the field representative, the lead was dislodged as the patient had a very sick atrium, which also made finding a good area for capture and sensing difficult during the implant procedure; however, it was also mentioned that the patient is not atrium pacing dependent. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.